Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial flutter waves on the left ventricular (lv) channel. Subsequently, the device was reprogrammed to mitigate this oversensing. Technical services (ts) reviewed the event and clarified that the reprogramming performed would not impact ventricular tachycardia (vt) detection. Ts further explained that the atrial flutter prompted the pacemaker to mode switch to biventricular pacing. No adverse patient effects were reported. This crt-d remains in service.